Event description:
It was reported that during a da vinci surgical procedure, the wire of the fenstrated bipolar forceps instrument broke. No patient harm, adverse outcome or injury was reported. There were no fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's complaint of broken wire. One conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity failed. The yaw pulley showed no signs of arcing. Additional observation that was not reported by the customer was frayed pitch cables. Both pitch cables were frayed at the distal clevis hub. Frayed strands stuck out at the wrist. The clevis does not exhibit wear or damage. Other cables at wrist were not damaged. No other damage found. This complaint is being reported due to a broken wire observed on the fenstrated bipolar forceps instrument. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.